Event description:
Postoperative ruptured suture [suture rupture]. Case description: literature report was received on (B)(6) 2011 from a physician regarding a (B)(6) male pt, initials unk. The pt's medical history was not provided. On an unspecified date, the pt had seprafilm membrane applied (product lot number not provided). On an unspecified date, the pt experienced postoperative ruptured suture. The action taken with seprafilm was not provided. The pt's outcome for the event was reported as recovered. Concomitant medications were not provided. The relationship between seprafilm and the event was not provided by the reporting physician. Additional info was received on (B)(6) 2011. This report is from a literature article entitled "a case of oesophageal carcinosarcoma for which delayed reconstruction was performed". The pt was diagnosed with oesophageal carcinoma and was scheduled to undergo surgery. He had persistent pyrexia of 39 degree celsius and progressive anaemia. Lab tests showed white blood cell count of 11500/microl, haemoglobin 6.5 g/dl, c-reactive protein 15.62 mg/dl and albumin 2.6 g/dl. Computerized tomography showed that the tumour was mainly in the lower thoracic (lt) oesophagus, 15 cm long and classified as luminal growth type, t3, with no finding of perforation, bulky and n0. The pyrexia and anaemia were considered to be caused by tumour. Since biopsy showed sarcomatoid cells, the pt was considered to have carcinosarcoma. In the first surgery, the pt was put in the left lateral position, and sub-total oesophageal resection was performed with thoracotomy through the right fourth intercostal space. On the anal side, the diaphragmatic crus was opened and the oesophagus was separated from the stomach at the oesophageal junction. Then the pt was in the supine position and a jejunal fistula was constructed after no abnormality was laparoscopically confirmed in the region of the oesophageal resection. Alleviation of adhesion was intended so as to perform gastric tube reconstruction. An oesophageal fistula was constructed in the left subclavian precordial region through subcutaneous route. Before the subcutaneous tunnel was created, the perioesophageal region was covered with seprafilm. Immediately after the initial surgery, the pt became afebrile. After enteral nutrition was attempted to improve the nutritional condition, gastric tube reconstruction was performed via a retrosternal route on the thirty second postoperative day. Adhesion of the cervical oesophagus was mild. Although the pt concurrently had ruptured suture after the surgery, he was discharged from the hospital 88 days after the initial surgery. The pt's outcome for the event was not provided.

Manufacturer narrative:
MFR's comment: the benefit-risk relationship of the product is not affected by this report. Report source literature description: journal: author: shimizu t, hosoya y, kaneda y, mizuki r, sata n, yasuda k. Title: a case of oesophageal carcinosarcoma for which delayed reconstruction was performed.